Event description:
After insertion of vidacare ez-io, ems crew was unable to "unscrew" device in order to remove the stylet. Multiple attempts were made "unscrew" the device without success. Device was removed. Pt was under CPR. Peripheral IV access was obtained. Medications administered.